Event description:
It was reported that during testing conducted at the user facility the device was unintentionally running while it was in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.